Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. Unit was downloaded to care link pro properly and all bolus delivered were found at the care link report. Device passed the delivery accuracy test at 0.0843 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 500 mg/dl at the time of incident. The customer alleging possible insulin pump under delivery. Customer treated with insulin pump and manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they were not using the auto mode feature. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The customer was not able to passed the high pressure test. The insulin pump will be returned for analysis.